Manufacturer narrative:
The catheter was returned, and analysis found a slice cut in the catheter body not related to explant damage, a user related hole in the catheter body, and the collet was prematurely locked in place. All previously reported method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2019-jul-24. It was reported that the loss of therapy was considered sudden and the replacement occurred on (B)(6) 2019. The baclofen in the pump was confirmed to be lioresal.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 27-feb-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient receiving baclofen (2000 at a dose of 228; units unspecified) via an implanted infusion pump. The indications for use included intractable spasticity and multiple sclerosis (ms). It was reported that the patient reported spasms during refill and had recently fallen. On one particular day the patient fell four times. A dye study was schedule for (B)(6) 2019 and a revision/replacement was scheduled for (B)(6) 2019 at 11:30am. The dye study showed leaking at the pump segment. Environmental, external, or patient factors that may have led or contributed to the event included recent falls and a progression of ms. The issue was not resolved at the time of report as the revision was in progress. The patient's status at the time of report was alive - no injury. No further complications were reported or anticipated.